Manufacturer narrative:
Investigation summary: bd received 113 samples and 6 photos for investigation. The photos were reviewed and the indicated failure mode for oil gel globules was observed. Additionally, the customer samples along with 60 retention samples from bd inventory, were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of july 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin oil gel globules are observed after centrifugation causing clogging of the pipette tip. There was no other health impact or consequences reported.